Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic procedure, there was difficulty loading, unloading, and toggling the device. The needle and suture disengaged from the jaws of the device into the patient cavity and was retrieved with graspers. No patient injury.